Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited downstream occlusion alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Returned device was received in decent physical condition but the battery door is damaged. No evidence of reported problem in event log was found. During the evaluation of the device, the dso alarm was found to alarm during a dso pressure range test. The dso sensor will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.